Event description:
Generator product analysis was completed and reviewed. The generator performed according to functional specification. However, during review of the programming history on the generator high impedance was seen. No additional relevant information has been received to date.

Event description:
It was reported that the patient was having full vns revision. During follow-up for the reason, it was found day of surgery that the patient previously had their device disabled due to painful stimulation. During pre-op diagnostics were performed and was noted that patient experienced pain and dyspnea. Programming history was reviewed for patient. The review of the available programming history did not reveal any anomalies that indicated device malfunction. Implant card for patient's replacement due to pain was obtained. Explanted generator and lead have been returned. Product analysis on the returned portion of the lead has been completed and reviewed. Other than typical wear and explant related observations, no other anomalies were identified in the returned lead portion. No additional or relevant information has been received to date.